Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviations (eco/ccid/deviation) will be done as part of root cause investigation.

Event description:
Physician was doing an aortagram with run off in a patient with past medical history of surgery in the groin we were working in. Md made team aware it was going to be a difficult groin to work in. Case was going smoothly with a stent deployed and post dilated with a mustang balloon. When the physician went to remove the sheath over an amplatz wire, to out in a short 6fr sheath for closure it started to unravel over the wire and continued unraveling into the patients body. The proximal portion of the sheath was cut and removed over the wire, where a mustang balloon was put over the wire and inflated at the end of the sheath to secure it to be removed from the body. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: mustang balloon inflation at end of sheath. As reported device codes: 1163: damaged/defective.